Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 27-year old caucasian female patient underwent primary breast augmentation with two 500cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via ultrasound, with left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023.

Manufacturer narrative:
On june 7, 2023, mentor received additional information indicating that the patient also desired for larger breast implants along with their left breast capsular contracture. The patient's implants were replaced bilaterally with the following devices: (left) 630cc mentor memorygel boost breast implant catalog: smpb630 lot: 9871522 sn: (B)(6) and (right) 630cc mentor memorygel boost breast implant catalog: smpb630 lot: 9871522 sn: (B)(6) on (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. On june 26, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 500cc breast implant was found to be ruptured and received incomplete. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. This medwatch form is for the left breast prosthesis. The right breast implant will be reported under mrn: 1645337-2023-07740.